Event description:
It was reported that seven weeks after implant the patient developed an infection and the implantable cardiac monitor was explanted. It was also reported that the patient had two symptom episodes listed but the device did not have any ecgs recorded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).